Event description:
It was reported that the lead had high impedance and no capture. Also, capture on the lead was intermittent in the unipolar mode. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.